Manufacturer narrative:
E1 initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and after inguinal venipuncture, the tip mesh portion was bent during insertion of vizigo and could not be inserted into the patient's body. The tip was reportedly broken and bent. The internal sheath mechanism was not exposed. An introducer was used. The introducer was inserted again, but the issue was not resolved. The issue was resolved by replacing the vizigo to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 7-sep-2023, the product investigation was updated to include the manufacturing record evaluation. A manufacturing record evaluation was performed for the finished device 00002340 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).